Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was repositioned. Additional information indicated that the patient physically manipulated the device but could not determine exactly if this caused the high pacing thresholds. The device remains in service. No additional adverse patient effects were reported.